Event description:
Consumer called to report accuracy issues with their meter. Analysis run on clark error grid using mean avg. Meter readings (62, 66) as ref. Point vs. Bd readings (45, 78; 26, 107) yielded data points in the d range of the grid, outside of acceptable limits.